Event description:
It was reported that during a pre use check, the cs300 intra-aortic balloon pump (iabp) displayed error code #3. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a pre use check, the cs300 intra-aortic balloon pump (iabp) displayed error code #3. There was no patient involvement, and no adverse event was reported.